Event description:
Procedure type: hemorrhoid. According to the reporter: protocol was followed for throwing pursestring and connecting and firing the stapler. Upon inspection of the donut, the surgeon discovered an impartial donut and also found a full thickness tear of the pt's rectum. Upon the surgeon repair of the tear (sutured) he could not find the pt's lumen. A sigmoidoscope was used to try and find the pt's lumen, but the surgeon was unsuccessful in doing so. The pt was sent to another facility where it was discovered that the surgeon must have closed the lumen when repairing the full thickness tear. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).